Event description:
It was reported that this pacemaker system exhibited high pacing impedance measurements out of range and undersensing on the right ventricular (rv) lead during a review to program this device into magnetic resonance imaging (MRI) protection mode. Subsequently, the device was not programmed and the health care professional (hcp) stated they will discuss with the cardiology department. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.